Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument underwent both external and internal visual inspections, and no anomalies were identified. It was installed and tested on an in-house system, where it successfully passed recognition and engagement tests. The instrument demonstrated smooth, intuitive movement with full range of motion in all directions, and the grips/tips opened and closed properly. No recognition issues were observed during failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues. The instrument was visually inspected and evaluated for its mechanical characteristics by in-house testing and the investigation revealed no issues related to the customer reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the tip of a tip-up fenestrated grasper instrument did not move properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.